Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the speaker is defective - no alarm tone. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation, on the second power cycle, it was found that there was no sound coming from the device. The speaker seemed to be malfunctioning. When the device was turned off a service watchdog error occurred and 12 beeps sounded. The failure mode is intermittent. The device will sometimes turn on and function as designed, however at other times, the speaker will start to sound distorted and then the device will be silent for all sounds that would come out of the speaker. An intermittent compatibility issue between the core board and the instrument board was found. The core board was replaced and the unit functioned as designed.